Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) coronary artery with 90% stenosis and mild calcification and tortuosity. The lesion was pre-dilated and the 2.75 x 38 mm xience xpedition stent was implanted at 10 atmospheres. Post dilated with 2.75 x 12 mm nc traveler balloon at 16 atm pressure. After post dilatation, an edge dissection was noted so another xience xpedition stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.